Manufacturer narrative:
At the time being there is no info that reasonable indicates that our product caused or contributed to the event. Clinical investigation is still ongoing.

Event description:
Just after connecting the pt to the machine, the pt had a massive drop in blood pressure together with nausea and vomiting. The pt was given 1 ampul fenistil and 250 mg urbason n (cortison) and recovered. The treatment was continued with the same blood lines but the dialyzer was exchanged as a dialyzer reaction was initially suspected by the clinic. However, the heparin used was from roxomedica and later recalled due to contaminants causing similar pt reactions.